Event description:
Per the clinic, open circuits were noted on 3 electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on april 23, 2025 was filed inadvertently. There is no plan to explant the device as of the date of this report. The implanted device remains.